Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed no delivery during dolus and also during manual prime. Customer blood glucose levels at the time of the incident was 350 mg/dl. Troubleshooting was done and customer was advised that changing the reservoir resolved the issue. Replacement product is being sent.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.